Manufacturer narrative:
The event occurred in (B)(6). While this product is not sold in the united states, it is like or similar to a product marketed in the united states. Reference the following medwatches with patient identifiers for the following systems: (B)(4)/ (B)(6) ¿ mobile - system 1, serial number ¿ unknown. (B)(4)/ (B)(6) ¿ compact plus - system 2, serial number ¿ unknown.

Event description:
Customer allegedly received the following results, with two different meters, within 10 minutes: 31.0 mmol/l on mobile meter (system 1), 3.2 mmol/l on compact plus meter (system 2), and 8.2 mmol/l on mobile meter (system 1). Customer was experiencing symptoms of hypoglycemia. No death or serious injury reported. Requested return of suspect device for evaluation and replacement was sent.